Event description:
Nurse called for assistance with a insulin pump. The nurse could not provide the customer's name or the serial number on the insulin pump. Nurse believed that the customer was using a medtronic insulin pump. The customer was hospitalized for non-diabetes related reasons. Advised that we could provide assistance if he could provide the serial number on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.